Event description:
During a pci/stenting procedure removal difficulties were encountered. The physician had placed the pt2 moderte support guide wire as branch protection when a cypher stent was deployed in the distal left circumfles. The physician encountered resistance during removal of the guide wire. Upon removal of the guide wire, it was noted that some of the polymer from the distal end of the guidewire was missing. The physician was uanble to visualise the polymer under fluroscopy. No attempt was made to retrieval. Patient status is listed as "good".